Manufacturer narrative:
Only the insertion devices were returned no suture or ts. The needle on each device is dramatically bent in two directions. The devices were functionally tested for proper actuator advancement and cycling and were found not to function due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that when the doctor deployed anchor t1, the second one loosened from the inserter.